Event description:
During crrt the tubing became disconnected at the site connection where the thermax blood warmer tubing connects to the prismax filter tubing. This occurred at the dark blue luer lock connection at the site before the warmer tubing enters the blood warmer (the top connection). This resulted in blood spraying on the employee and blood loss for the patient. Although there was blood loss, there was no additional treatment required to the patient. A new product was obtained and the connections were attempted and there continued to be concerns that the connection was not secure. The concern is specifically at the connection site before the warmer tubing enters the blood warmer. The blue securement device (luer lock) at this connection is attached to the thermax blood warmer tubing and is noted to not cover the full tread on the tubing and can be disconnected without unscrewing the blue securement device (luer lock). The presumed affected lot number of the thermax blood warmer tubing was removed from use. The rep was notified, who indicated would report to the manufacturer. The decision was made to not use the blood warmer and theramax blood warmer tubing until further investigation. The lot number for the affected thermax blood warmer tubing was not obtained but it was determined that our facility only has one lot number and since the issue was able to be replicated it is reasonable to assume that the affected product (not retained) was the same lot number. A different lot number was obtained which appeared to provide a more secure connection but continued to have exposed tread when secured.